Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances observed with an impedance value of 40000.  The patient stated the battery had not been charged in 5 years, and connections could not be checked prior to the replacement procedure. An impedance/connection check and x-ray were performed. The patient was reported alive with no injury. No patient complications have been reported as a result of this event. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.